Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a catheter had to be removed in or when the balloon would not deflate. The catheter was in place 4 days; had been tested successfully prior to insertion; sterile water did not return when using a syringe; nurse introduced 1 ml additional sterile water which did not work; cut catheter below hub juncture-would not deflate; attempted to pass guidewire through fill lumen to puncture balloon-would not pass; finally took to or and used cystoscope and long needle to puncture balloon and remove catheter. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No defective complained device was returned for investigation. Therefore, no physical investigation will be conducted. No physical investigation or assessment has been conducted on the defective part due to no complaint or representative sample was re turned. Therefore, no further investigate was done to determine the actual root cause to the phenomena experienced by user.

Event description:
It was reported that a catheter had to be removed in or when the balloon would not deflate. The catheter was in place 4 days; had been tested successfully prior to insertion; sterile water did not return when using a syringe; nurse introduced 1 ml additional sterile water which did not work; cut catheter below hub juncture-would not deflate; attempted to pass guidewire through fill lumen to puncture balloon-would not pass; finally took to or and used cystoscope and long needle to puncture balloon and remove catheter. The patient's condition was reported as fine.